Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc in telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported the removal of the dental implant during its installation surgery, due to the lac of primary stability. The implant was not replaced in the same surgical act.